Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic rectum resection, the stapler was not able to fire and the jaws locked on tissue - it was removed by opening the magazine. Also the stapler break off. By closing the device over the rectum, in full articulated position, there was a break noise on the device. The devise was returned outside the body. The device was visual inspected and replaced to the rectum. Without any visual damage, the devise was re-closing over the rectum. By firing the magazine, the magazine could not be fired. Instead of firing, the devise cracked on the articulation zone of the magazine, in the way that parts of the inside instrumental firing mechanic structure came out on the articulation zone on the magazine. The full device was replaced out the body. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The knife bar was herniated from the side of the reload with the jaws unclamped. The h-limiters were present within the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.